Event description:
At 6:15 pm, friday 3/10/95 reporter checked a dose. The dose was 39.5 mci on hours calibrator. Rptr loaded this vial into a xenon injection gun and attached an 18 gauge needle. Rptr then proceeded to inject the dose into the pt's mouth piece. The bulb on the gun would not compress to release air through the vial, therefore giving the pt the xenon dose. Rptr's impression was that one of the needles of the injection apparatus was not fully into the vial cap or that one of the needles had been clogged. Rptr quickly readjusted the vial and repeated the injection of the isotope. The bulb did compress at this time. A small amount of the isotope appeared to exist in the pt's lungs on the p-scope. Rptr took an image to get the best immediate ventilation possible for the radiologist to see. While these things were occurrring rptr was thinking "were did the dose go"? Have I given and adequate dose or had the dose been released?" Rptr took the gun to the storage area in the hot lab and started taking measurements with the counter. Rptr also started a 1 minute background count in the hot lab with the well counter. The readings were as follows: 6:18pm, hot lab with gm counter 3600k cpm and 2 mr/hr on x1.0 setting, hot lab with well counter 4618 counts, scan room by exhaust vent at ceiling 3000k cpm, scan room on the floor by pt 2400k cpm-1.5 mr/hr on x1.0 setting. These readings did not answer rptr's questions because rptr was unaware of what the readings would be with this equipment on a normal pt and a normal situation. At this point, which was less than a minute from the injection, the pt was removed from the room. Rptr immediately did a 60 second background of the scan room as rptr sould be doing for a xenon trap check. The reading in the scan room was 3939 counts. This reading is consistent with normal background activity for the xenon trap check. Rptr then did 60 seconds with the pt's back to the scanner and the reading was 9326. The injection gun was then checked with a reading of 9488 at 6:26 pm. At this point rptr concluded the pt and the gun were elevated but did not contain the bulk of the dose. The radiologist was then informed of the situation. The radiologist elected to continue with the perfusion study. At 7:28 pm additional readings were taken. The camera set up for xenon with 60 seconds time read 3024 scan room. The well counter background read 731. The wipes were performed and no abnormal readings were taken. Rptr's conclusion was that the isotope was either diffused by the room volume and exhausted. The dose must have escaped during readjustment of the vial or during malfunction of the injection gun.